Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the battery was replaced and while attempting to review the pump, it became very hot. Customer technical support instructed reporter to remove the battery. There is no reported adverse event with this complaint. This report is being made due to the to the hot pump issue.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation submitted 11/11/2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012: the unit was unable to power on. Evidence of moisture was visible in the display. The pump was opened and evidence of moisture corrosion found inside the pump on the display screen and on electronics. Testing was unable to adequately investigate reported "temperature issue" or complete all steps due power malfunction,